Event description:
It was reported that the patient's ipg would not take a charge. The ipg would increase in charging time until it would not take a charge. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.